Manufacturer narrative:
(B)(4). Date sent: 8/11/2023. D4: batch # 601a97. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned reload.  Visual analysis of the returned sample determined that one ecr60b reload was received for analysis and reload body was noted to be damaged. The reload was received with the right side fully fired, the left side outer row fully fired, and the left two inner rows partially fired 1/4 and with an opened package. Upon evaluation of the reload, the reload deck, one-piece sled, and some drivers were noted to be damaged. No functional test was performed due the condition of the reload. The damage to the reload is consistent with the device being clamped over a hard object. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. Device history review a manufacturing record evaluation was performed for the finished device batch number 601a97, and no non-conformances were identified.

Event description:
It was reported that during an unk surgery, device could not fire. Changed another one to continue the surgery, the same problem happened again. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.